Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had door failure. A field service engineer replaced all latches with new ones for all four tower doors and tested them, confirming they were functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower drawer failure occurred that required maintenance. The door failed and pharmacy staff attempted to recover and troubleshoot but was unsuccessful. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.